Event description:
It was reported that there were high thresholds and no capture, and that the lv (left ventricular) lead was fractured in two, at or near the clavicle. It was noted that as soon as the lead was disconnected from the header the proximal part of the lead pulled out. It was also reported that multiple egms (electrograms) showed oversensing due to noise on the atrial lead. The lv lead was partially explanted and replaced, and the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk crt-d; implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2010. (B)(4).